Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when washing the nasoenteral tube with the syringe, according to the purple connection protocol, the tube showed extravasation.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on march 09, 2021. The investigation was carried out with the multifunctional team, all processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. There were no physical samples or photos received for investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. However, a corrective and preventative action has been initiated to address the reported condition. This complaint will be used for tracking and trending purposes.